Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial oversensing and undersensing during atrial tachycardia/atrial fibrillation (at/af). The atrial lead remains in use. No patient complications have been reported as a result of this event.